Event description:
There was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The patient had an MRI at the end of april; however, a motor stall did not occur in the event logs at that time. A motor stall was noted in the logs on (B)(6) 2010 with a tube set message two days later. The patient's pump had been alarming ever since that time. The patient thought that it was his watch. The patient had withdrawal symptoms with increased pain. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).